Event description:
Customer reported neonate pt with several meter to meter comparisons on the inform system: at 21mg/dl and 35mg/dl; 20mg/dl and 40mg/dl; and 27mg/dl, 81mg/dl, and 71mg/dl. A result of 23 mg/dl was also compared to a lab value of 30-something (mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.